Manufacturer narrative:
The customer's glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's monitor but was unable to confirm the reported intermittent image issue. When connected to known, good, test verathon equipment and manipulated, the video image was normal. No loss of image was observed. The device passed verathon's device functionality testing. Neither the cable nor the laryngoscope used with the glidescope core 10-inch monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the image was cutting in and out intermittently. No delay in the procedure, use of a backup device, or harm to the patient was reported.